Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure for polyps performed on (B)(6) 2025. During the procedure, the clip was passed through the colonoscope, but it would not deploy on the target area. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on june 23, 2025. Block h6 has been updated to code clip failure to open, deeming this a non-reportable scenario, due to additional information received on july 17, 2025.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure for polyps performed on (B)(6) 2025. During the procedure, the clip was passed through the colonoscope, but it would not deploy on the target area. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event. Per additional information received on july 17, 2025, it was clarified via phone that the clip was closed out of the packaging, put down through the scope and the clip would not open at all., deeming a non-reportable scenario.